Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent.

Event description:
Report received from the us stating that blood was found in the oil reservoir of the device. It is unk if the device was being used in surgery. No injury or medical intervention was reported. There was no add'l info provided.